Manufacturer narrative:
This lead will remains implanted and will not be returned for anlaysis. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that while performing a procedure due to undersensing on the atrial channel and repositioning a competitor right atrial lead it was noted that this right ventricular (rv) lead had dislodged but no issues with pacing or sensing was noted. The rv lead was repositioned successfully. No adverse patient effects were reported.